Event description:
A customer contacted stryker to report that their device would not charge when attempted during cardiac arrest. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer informed that the patient was a 80 year old male and did not survive. Stryker performed a clinical review and it was determined that the device may have contributed to the patient outcome. The cause of the charge issue was determined to be due to the therapy pcb assembly. During evaluation, it was also observed that the device logged an event code which associated with the failure of the device to provide defibrillation therapy. The cause was isolated to the system pcb assembly. After replacing the therapy and system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not charge when attempted during cardiac arrest. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.